Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed an arterial non-central nervous system thromboembolism. The patient had experienced abdominal pain on (B)(6) 2023 so abdominopelvic computer tomography (apct) was performed and confirmed bowel ischemia. The patient was treated with an ileal resection and end ileostomy on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 lvas instructions for use (IFU), is currently available. The IFU lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU lists thromboembolism as a potential late postimplant complication. The IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.